Manufacturer narrative:
Findings: unit passed displacement test. Unit alarmed compromised force sensor during basic occlusion test and unable to test for unexpected restart error test, self-test and off no power test due to compromised force sensor alarms, problem isolated to m/b. Unable to perform prime test, excessive no delivery test, occlusion test or prime test due to compromised force alarm. All operating currents are within specification. Unit received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner and cracked case.

Event description:
The customer reported via phone call indicating that the insulin pump alarm prime rewind. Customer's blood glucose at time of incident was 186 mg/dl. The customer stated insulin is squirting out during the manual prime process. The customer stated they are receiving a compromised force sensor alarm. The customer stated the drive support cap appears normal. The customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the possible cause of the alarm is during seating the force sensor did not detect the reservoir. The customer was advised that the device would be replaced.